Event description:
While servicing the ventilator, the distributor's service technician reported the ventilator alarmed due to an occlusion safety valve open. The device was not in use, therefore, there was no patient harm or involvement. Upon evaluation of the ventilator, the service technician reported a problem with the exhalation solenoid. The service technician replaced the 3 station solenoid to correct the reported problem. The ventilator passed final testing.

Manufacturer narrative:
Three station solenoid.